Event description:
My parents, unfortunately fervent believers in alternative medicine woo, coerced me into doing hbot therapy and now my leg muscles are so sore that it keeps me from sleep. I am unaware of all the medications I'm on (at least 10) because my mother is a control freak and won't even remind me what medications I've been prescribed. She just gives them all to me each night in a tiny ziplock bag. Cymbalta is the only one I can think of off the top of my head.